Event description:
It was reported that an alert was received that this right atrial (ra) lead was exhibiting high, out of range impedance measurements. The alert was received via latitude (remote monitoring system). The hospital who performed the recent box change procedure was contacted to obtain further information regarding the alert. It was communicated that the fracture was observed during the box change procedure; however, the decision was made not to replace the lead, and instead the device was reprogrammed. The atrial lead alerts were turned off, and it was advised that the daily measurements be disabled at the next in clinic follow-up appointment. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.